Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient gets little jolts when she gets up from sitting. The patient has an appointment scheduled with her hcp on (B)(6) 2019 and wanted a manufacturer representative (rep) to be there. No further complications were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep reprogrammed the adaptive stimulation positions, and the little jolts were only present when the patient would lay on their back for a little while. No further complications are anticipated.